Event description:
Healthcare professional reported "no complaint against the device". Healthcare professional later reported "capsular contracture grade iii". This record is for the left side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe, since it is a medical event. And is not related to the device. As per the investigation procedure: deformation crease was completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a5, a6, b5, d4, d9, e1, g1, h3, h4, h6.

Event description:
Healthcare professional reported, left side "no complaint against the device". Healthcare professional, later reported, "capsular contracture, grade iii". Device has been explanted and replaced.